Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery. A 15mm x 40cm interlock -35 was selected for use. Shaping was not performed and flush was performed intermittently. During the procedure, it was noted that the coil was unable to be deployed properly. The device was retracted into the catheter; however, the coil became stuck in the catheter. The coil and the catheter were both removed from the patients body; however it was observed that coil protruded from the tip of the microcatheter. Outside patient's body, the catheter was flushed several times and the coil was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.